Manufacturer narrative:
The product is not available for evaluation. The hospital sent the particle to a lab for analysis. The lab reports that the ft-ir spectrum of the fibre possesses signal characteristics of polyester. The lot history, trend analysis, risk analysis, and or directions for use were reviewed and were considered acceptable, with the product performing within anticipated rates. No corrective action required. No CAPA is required, since there is no non-conformance. The investigation is complete.

Manufacturer narrative:
A review of the certificate of compliance and the final test traveler for part # 51671 found that the bl3170 serial number (B)(4) met all physical and functional requirements at the time of release. The device used during the reported event was requested however it has not been returned. We were informed that the hospital retained the filament to conduct their analysis. The results of the analysis have been requested. The investigation is ongoing.

Event description:
A facility in the (B)(6) reported that a white/gray foreign body was found in the anterior chamber. The foreign body was removed during the initial procedure. No patient impact was reported.